Event description:
The dr claims that the graft was implanted on 12/4/92, for a femoral artery bypass and seven days post-op (12/11/92), the pt developed a light fever that continued for another seven days. Two weeks after surgery, the pt returned to normal and recovered. The dr states that the cause of the incident is unclear.